Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a long list of temporary patients which were clogging the system. A technical support specialist (tss) brought the station back online and verified the synchronization information at the server, confirming that the last download was current while the last upload showed at specific time. The data synchronization log was reviewed and no errors were found. The tss referred to the knowledge article (ka) proper datasync procedure & how to place new db in es station, then proceeded with dropping the database and performing a full synchronization. After completion, the server synchronization information showed both download and upload as current, and data synchronization debug confirmed no variations or errors to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that the pyxis device displayed a long list of temporary patients that were clogging the system. The users were unable to determine how to delete these temporary patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that the pyxis device displayed a long list of temporary patients that were clogging the system. The users were unable to determine how to delete these temporary patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.